Manufacturer narrative:
All available information was investigated, and the reported clip jumping and clip opening during establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported clip jumping could not be determined. The reported clip opening while efaa appears to be a cascading effect of clip jumping. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed in the a2/p2 position. It was noted that the clip jumped open to 60 degrees while establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. The clip was removed from the patient and another clip was implanted, reducing mr to <1. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore, is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.